Event description:
It is reported that the device was implanted in 2006, and revised in early 2009.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. The surgical notes from the primary surgery are unavailable, and it is unknown if the stem was implanted with the correct orientation, and correct fit as per the surgical technique. The pt activity level is unk. The rehabilitation treatment plan, both physical and pharmacological, and compliance thereof is unknown. Factors which may contribute to acetabular component loosening pertaining to the stem maybe one or a combination (but not limited to) of the following mechanisms: improper offset, misalignment of femoral stem, extent of mating connectivity between stem/head interface, impingement, and pt activity post-op. However, based on the available information a definitive cause cannot be determined. Results: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.